Manufacturer narrative:
Eval summary: product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Add'l info was requested and a completed questionnaire was received from the surgeon on 08/03/2011. (B)(4).

Event description:
A surgeon reported a pt experienced blurry vision following intraocular lens (iol) implant surgery. He stated the pt was checked at an outpatient clinic and binocular intra-opacity was noted. The surgeon reported the pt was hospitalized and diagnosed with a light a opacity of the iol. The surgeon reported the pt's symptoms have not resolved in this eye and it is unk that caused or contributed to the event. There are three medical device reports associated with this event. This is for the bilaterally implanted pt's left eye.